Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to select energy level and failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4)'s service department. The reported malfunction was observed and attributed to the front enclosure assembly. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.